Event description:
It was reported that the right ventricular lead was not capturing and had a gradual decrease in r-wave amplitude. The lead was capped and replaced. The patient is enrolled in the avoid delivering therapies for non-sustained arrhythmias in (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was interference/noise. The ventricular short interval count v-sic equaled 39 counts, in 0.07 day, on (B)(6) 2010, in the timeframe between 16:01:18 and 17:45:02.